Event description:
It was reported on 7/23/99 that during a 12 month follow-up for an in-situ sling procedure, it was noticed that the pt had an exposed suture/stitch. The pt required surgery for removal of suture/stitch. No other info is available. No product was returned for evaluation.